Manufacturer narrative:
After obtained the questionable result the customer performed qc testing with acceptable results. The customer performed precision testing with acceptable results. The investigation determined that calibration and qc data were acceptable and gave no indication of a reagent or instrument issue. The analyzer alarm history contained no conspicuous events. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs stat (tnths stat) assay result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial troponin t hs stat result from the primary tube was 17.03 pg/ml with a data flag. The laboratory's protocol is to report all tnths stat results above 14 pg/ml to the doctor before repeating any testing. After reporting the initial result to the doctor, the primary tube was retested and a tnths stat result of 3.51 pg/ml was obtained. The laboratory aliquoted a serum sample from the primary tube into a hitachi cup which resulted in a tnths stat result of 3.82 pg/ml. A separate sample from the same patient that was collected in different sample tube was tested and resulted in a tnths stat result of 3.50 pg/ml. The final tnths stat result was reported outside of the laboratory as 3.5 pg/ml. The tnths stat reagent lot was 34588800 with an expiration date of 31-dec-2019.